Manufacturer narrative:
(B)(4). The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Healthcare professional reported left side "fluid buildup (possible alcl)" and implant removal from textured to smooth due to the concerns of the product. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "fluid buildup (possible alcl)" and implant removal from textured to smooth due to the concerns of the product. Device has been explanted and replaced.

Manufacturer narrative:
Continued additional e1 email address: (B)(6). Additional, changed, and/or corrected data: d6b, d9, e1, h3, h6. Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior assessed as a surgical impact opening, for the non-penetrating nicks in the shell, creases fold, wear abrasion and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp broken on posterior assessed as a surgical impact opening missing shell assessed as inconclusive.